Event description:
It was reported that patient experienced high blood glucose levels on (B)(6) 2026. The event lasted for about three to four hours. The patient received treatment with bolus and changed the infusion set.

Manufacturer narrative:
Based on the available information, this event is deemed to be a serious injury. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number reporting site: 8021545 manufacturing site: 8021545.